Event description:
It was reported that during firmware update, the pulse generator went into back-up vvi mode. The update was unsuccessful so the device went back into previous setting. The patient felt sick as the patient was vomiting and was dizzy. The firmware update was reattempted successfully. The patient¿s symptoms discontinued post intervention was normal.